Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bilirubin total gen.3 assay on a cobas 8000 c702 module. Initial result: <3 umol/l. Data flags accompanying other test results prompted the repeat of this sample on a different c702 module. Repeat result: 15.4 umol/l. The repeat result was deemed to be correct. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The field service engineer (fse) adjusted the cell rinse station and replaced all of its tubes. No further issues were reported after the service visit. The service actions performed by the fse resolved the issue. The cause of the event was related to the cell rinse function.